Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that the patient anatomy and/or the reported poor image resolution resulted in the reported clip movement; however this cannot be confirmed. The reported mitral regurgitation (mr) is likely due to the reported clip movement. The reported patient effect of worsening mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report partial clip movement requiring intervention. It was reported that the mitraclip procedure was performed n (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Visualization was difficult due to patients body type and anatomical challenges. One clip was implanted, reducing mr to 1. The follow day, echocardiogram showed the clip was moving, but remained on the leaflets. The mr increased to 2. Two additional clips were implanted to stabilize the clip and reduce mr to 1+. No additional information was provided.